Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified a discrepant carbamazepine results for one patient. The following information was provided. Initial result: >20 ug/ml, repeat: 6.4 ug/ml, reference range used at the customer: 4-10ug/ml, critical limit: >20 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. Part number 7-93107-01 motor assy, reaction carousel (rohs) was determined to be the likely cause of the issue. A review of service history for the architect c8000 processing module, serial number (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the motor assy, reaction carousel (rohs), part number 7-93107-01 did not identify any trends. Review of tracking and trending for the clinical chemistry systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the motor assy, reaction carousel (rohs), part number 7-93107-01 or the architect c8000 processing module, serial number (B)(6) was identified. Section g has been updated to reflect personnel changes that have occurred subsequent to the initial submission.

Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified a discrepant carbamazepine results for one patient. The following information was provided. Initial result: >20 ug/ml, repeat: 6.4 ug/ml, reference range used at the customer: 4-10ug/ml, critical limit: >20 ug/ml. No impact to patient management was reported.